Event description:
Additional information was received from a patient. The patient called back repeating information about lead revision. Patient stated it seemed to be going well initially but then they noticed they were urinating more so tried different programs. Patient stated on programs 1,2,3, and 7 they can feel stimulation but on programs 4,5,6 they cannot. Patient indicated they only increased to 1.0 ma when trying different programs. Ps reviewed expectations regarding amplitude range and that amplitude will likely feel different at different intensities depending on the program. Reviewed patient may need to increase higher than 1.0 on programs 4, 5, and 6 in order to feel stimulation sensation. Transferred patient to prs per request for ID card.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va0bn6f, implanted: (B)(6) 2013, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a new implant put in on monday and they had one in for quite a while and they believed the leads might have migrated so they placed a new one.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: other medical products in use during the event include: brand name: interstim, product ID: 3889-28 (lot: va0bn6f), product type: 0200-lead, implant date: (B)(6) 2013, explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.